Event description:
As reported, approximately 2 years post the initial right total knee arthroplasty, the patient was revised due to poly wear and pitting being present on the bearing surface. The femur was revised due to loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.